Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump does not always deliver the bolus recommendation programmed from the meter. Caller reported the pump does not always respond to a bolus programming or complete a bolus correctly. No adverse event reported. Requested return of the alleged device for evaluation.